Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that infusion set cannula was crimped within 3 or more hours after insertion at abdomen for three hours, which caused the patient blood glucose elevated to high, therefore patient had received correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available